Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the staple load on the sureform 60 stapler instrument would only staple 1/4" when the blade would go back to the starting point. After attempting to use multiple sureform 60 stapler instruments, including one from a different lot number, the customer noted that the the robotic arm was not functioning properly. Additional information obtained from the customer indicated that, while transecting bowel tissue, the sureform 60 stapler instrument stopped a quarter of the way through firing staples. The system generated "tissue too thick to continue," "blade may be exposed," and "unable to complete fire" error messages. The customer was prompted to use the maximum force unclamp button on the touchpad in order to release the stapler from the bowel tissue. The customer reported that the issue occurred with three separate staplers. All three of the staplers released successfully from the tissue with no bleeding. The issue was resolved by switching from universal surgical manipulator (usm) 2 to usm 1. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis testing confirmed the reported incomplete firing issue via identification of associated errors in the instrument logs however it could not be replicated during in-house testing. The stapler instrument passed initialization and moved intuitively with a full range of motion in all directions. The instrument jaws opened and closed properly. The instrument was test-fired, and clamped, fired, and unclamped successfully multiple times. Additional observations not reported by the customer but related to the reported event were identified. Failure analysis found an unclamping failure in the instrument logs. The unclamping failure identified in the instrument logs also could not be replicated during in-house testing. In addition, visual inspection of the stapler instrument revealed corrosion on the bearing thrust washers.